Manufacturer narrative:
D10): device returned to manufacturer on 04 feb 2021. H3): device evaluated by manufacturer. Device evaluation: device was returned to manufacturer and was evaluated by a cross functional team on 10 feb 2021. Just distal of the bifurcate handle, a kink was present in the working length of the device and fibers were broken at the kink, confirmed by simulated laser light, with 3/4 of the fibers dead. It was determined that the device became kinked and then broken fibers at the area of the kink produced laser energy, which created a breach in the device''s outer jacket. Historically, the manufacturer has observed this failure when excessive forces are applied to the side of the device''s outer jacket, near the bifurcate handle. This failure has been determined to be use related.

Manufacturer narrative:
The manufacturer is anticipating return of the glidelight device for evaluation, but has not received it at this time.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. Two other leads were present in the patient, a right atrial (ra) and left ventricular (lv) lead, but these two leads were not targeted for extraction. Using multiple devices and a spectranetics 14f glidelight laser sheath, the procedure began. The physician advanced the glidelight over the rv lead, and it was observed that the leads were bunching together. Advancement was made over the rv lead's first dual coil. The physician was then able to advance to just before the lead's second coil when the physician observed a break in the glidelight device, where the shaft attaches to the device handle. The decision was made to change to a different device to complete the procedure. The procedure was completed successfully with no reported patient harm, and the new rv lead was implanted. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation, per the report received. The manufacturer is anticipating return of the glidelight device for evaluation, however has not received it at this time.